Event description:
Procedure: abdominal colectomy with over sewing of the hartmann pouch and end ileostomy. According to the reporter: the device did not staple properly and there was a leak in the staple line.

Manufacturer narrative:
.